Event description:
Piece of the surgical light cover came loose and fell into the sterile field. They had to re-drape the pt. No injury was reported. User facility is cleaning surgical lights with a prohibited cleaning agent per user manual.

Manufacturer narrative:
User facility was aware that cleaning agents they were using were prohibited per the user instructions. They were aware that damage had occurred to their light covers. A trumpf tech visually inspected the device at the customer site. The light heads have been repaired. The user has been told to follow the user instructions and not to use prohibited cleaning agents.